Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿ on the continuous glucose monitor (cgm); however, a specific value was not provided. Customer received 3rd party assistance due to bg level; however, multiple attempts to obtain who and what type of assistance was required and no response was received. Reportedly, the customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.